Event description:
It was reported that half of the screen of the insulin pump was missing and there was a tiny little crack in the corner of the screen. The customer stated that the insulin pump alarmed an error, so the customer removed and reinserted the battery, after which the screen went blank. The customer's blood glucose was 107 mg/dl. The customer stated that the insulin pump had been dropped. Nothing further was reported.

Manufacturer narrative:
The insulin pump display was half missing due to a cracked connector on the display board. No blank display anomaly was noted. The displacement test could not be performed and no unexpected battery alarms could be verified due to the missing segments. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.